Event description:
The customer stated, that the insulin pump was exposed to a cat scan and reported high blood glucose levels ever since the scan. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer reported, a blood glucose reading of 349 mg/dl during the phone call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.